Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. There was also oversensing and sensing integrity counter (sic) observed. In addition, the lead had exhibited undefined high pacing impedance and impedance spikes. There were high capture thresholds and a low voltage fracture was suspected. Initial reprograming was performed to turn ventricular tachycardia/ventricular fibrillation (vt/vf) detections off. Isometric testing was then performed, and the lead's polarity configuration changed. The implantable cardioverter defibrillator (ICD) was turned back on. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419388 lead implanted: (B)(6) 2008; 507652 lead implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.